Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported confirmed. The probable root cause is due to the damaged printed circuit board. Damage was found during visual inspection to the microswitch and printed circuit board. The microswitch and printed circuit board was replaced.

Event description:
It was reported that the device unit did not alarm during the alarm test and over-temperature test. The unit did not warm up properly. There was no patient involvement.